Manufacturer narrative:
The reported event of positioning failure, activation failure, and difficult separation were not confirmed. As received, a device was returned for investigation. A failure event unrelated to the reported events was observed during analysis visual inspection noted helix elongation consistent with procedural damage. No other anomalies were identified.

Event description:
Related manufacture reference number: 2017865-2022-48895. It was reported that the patient presented during leadless device implant procedure. During procedure, it was noted that the leadless pacemaker failed to position properly. During reposition, the protective sleeve failed to advance due to misconnection between the docking button and docking cap on the delivery catheter. The physician attempted to separate the delivery catheter and leadless pacemaker but was unsuccessful initially as the leadless pacemaker did not activate and separate from the delivery catheter properly. After separation from the leadless pacemaker, the delivery catheter was withdrawn from patient and it was noted that the tethers had fragmented and remained on the leadless pacemaker. A retrieval catheter was then used to withdraw the leadless pacemaker. The procedure was completed with a different leadless pacemaker on (B)(6) 2022. The patient was in stable condition.